Manufacturer narrative:
The device was returned to olympus for evaluation. Initially, the monitor would not power up. Upon startup of the subject device, no image would be displayed. A faulty board was determined to be the cause. In addition, heat development was detected on the power supply board and the back panel was discolored by the heat generation and was also broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, the high definition lcd monitor ¿is without function.¿ during testing and inspection of the returned device, a faulty printed circuit board was found. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this is a phenomenon due to circuit (bi) board failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.